Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up arrow key on the insulin pump was not working. The blood glucose reading was 161 mg/dl. Customer reported that the issue was not resolved with a battery change. Nothing further was reported.

Manufacturer narrative:
Insulin pump buttons functioned properly. Insulin pump had moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.